Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to verify operational currents, motor error alarms, excessive no delivery alarms or perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, dat test and displacement test due to physical damage. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with high blood glucose. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by insulin drip and saline drip. Customer was in emergency room as a result of high blood glucose. Customer stated that they were drinking excess alcohol. Customer also stated that the insulin pump had motor error alarm and no delivery alarm. The insulin pump will be returned for analysis.